Event description:
It was reported that during a gastric bypass procedure, the anvil disconnected from the device. This was an open bypass so there was no patient harm. The same device was used to complete the procedure and there were no more issues.

Manufacturer narrative:
Information anticipated, but unavailable at this time.